Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. Vascular access was obtained via femoral artery. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous circumflex artery. The physician used a 2.75x12mm promus element drug-eluting stent for inflation. After inflation, a resistance was noted upon removal of the balloon delivery system. As they continue to withdraw it, the balloon "snapped" and broke. They used a snare to retrieve the broken shaft inside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. Vascular access was obtained via femoral artery. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous circumflex artery. The physician used a 2.75x12mm promus element drug-eluting stent for inflation. After inflation,a resistance was noted upon removal of the balloon delivery system. As they continue to withdraw it, the balloon "snapped" and broke. They used a snare to retrieve the broken shaft inside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. Visual examination noted a shaft polymer break located approximately 255mm distal from the catheters strain relief. The remainder of the shaft was kinked at various intervals along its entire length. The stent was not received for review. Visual examination of the distal shaft noted blood inside the lumen of the balloon. The guidewire and snare was also returned still inserted in the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).